Event description:
It was reported that the shaft separation occurred. A 2.75 mm x 20.00 mm agent dcb was selected for percutaneous coronary intervention (pci) procedure. There was minimal resistance advancing the device over the wire and through the guidewire. When the distal tip advanced through hemostatic valve approximately 10 cm into the radial, the shaft broke from the mid to the proximal. The device was outside the patient. The agent device was inside the guiding catheter, and the agent device was able to be retrieved with the guiding catheter together as one unit. There was no patient complication reported.

Event description:
It was reported that the shaft separation occurred. A 2.75 mm x 20.00 mm agent dcb was selected for percutaneous coronary intervention (pci) procedure. There was minimal resistance advancing the device over the wire and through the guidewire. When the distal tip advanced through hemostatic valve approximately 10 cm into the radial, the shaft broke from the mid to the proximal. The device was outside the patient. The agent device was inside the guiding catheter, and the agent device was able to be retrieved with the guiding catheter together as one unit. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an agent (dcb) balloon catheter. The device was visually, tactile and microscopically examined. Examination hypotube shaft identified a break at 43cm distal to the distal end of the strain relief. Multiple hypotube kinks in various locations were also noted along the length of the hypotube. Examination of the outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device was successfully tracked through a recommended 0.014" guidewire with no issues.